Manufacturer narrative:
The investigation determined the event was a sample speciifc issue. The elecsys ahav ii assay performs within specification. Per product labeling for the assy: for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of questionable anti-hav g2 elecsys results from the cobas 6000 e601 module. The results from the cobas e601 were 0.96 and 0.97 coi (reactive). The result from an abbott analyzer was negative which was believed to be correct.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.